Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 4 of 5 for (B)(4). It was reported by the sales rep in (B)(6) that during an unknown surgery on (B)(6) 2022, it was observed that two k-wire devices jammed in each guide (03.108.001 and 03.108.002) and the plate device was used as a guide instead. It was further reported that during removal of wires later, the extender also appeared damaged. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This report is for one (1) aiming block f/scr ø3.5 f/lcp paed-hippl device. This complaint involves five (5) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the aiming block f/scr ø3.5 f/lcp paed-hippl was found the k-wire stuck. The investigation can confirmed the complaint. A dimensional inspection for the aiming block f/scr ø3.5 f/lcp paed-hippl was unable to be performed due to postmanufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the aiming block f/scr ø3.5 f/lcp paed-hippl was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes, no issues. Dimensional inspection: n/a. Device history part: 03.108.001, lot: l745799, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 05 mar 2018, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.